Manufacturer narrative:
UDI - (B)(4). Patient medications - vitamin d3, prednisone, diphenhydramine, tamsulosin, atenolol, clonazepam, enalapril, simvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, cardiac events (e.g., myocardial infarction) and death.

Event description:
On (B)(6) 2018, the patient underwent treatment of type b aortic dissection using conformable gore® tag® thoracic endoprostheses. The patient reportedly had heavily calcified vessels. It was reported a conformable gore® tag® thoracic endoprosthesis was positioned and fully deployed. Imaging reportedly identified a type a dissection after the ctag device was deployed. The patient reportedly expired immediately following the implant of the device due to a myocardial infarction.